Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI information is unknown.

Event description:
It was reported that patients pump shut off during the night for about 8-10 hours without patients knowledge. Quantity of medication in the cassette was about 48-50rnl, however patient stated there should've been only around 25ml (almost a full day worth of med remained in cassette). Pump batteries had been replaced. Pump kept beeping while the cassette was attached. Patient stated it took about 10 minutes to get the pump to work (inserting/ removing the batteries, ensuring cassette was attached properly). It was reported that patient experienced shortness of breath, chest pressure, pain, and headache for hours, however the issues have subsided. Patient have a backup product and was able to switch and successfully continue therapy. No other information, details or dates available.